Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq is not recording the cone beam computed tomography (cbct) shifts correctly.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. From the software logs it was determined that fields had been sent to the linac for treatment. In this session, cbct (cone-beam computed tomography) and three spatial registration offsets (sro) files were sent back from the linac to mosaiq. Mosaiq processed the first sro file that was received right after the cbct. The sro file received contained the couch rotation parameters that were recorded in the image list window. The other two sro files were not automatically processed and recorded by mosaiq because the offsets from the first sro file received had been processed and recorded with the associated cbct. After the image has been recorded, the customer should verify the shifts were applied correctly. In this case, it was noted that one of the shifts was not correct. This was a recording issue and did not impact the patient treatment. Elekta have externally processed the shifts from the other sros to allow the customer to update the recording with the correct shift. Based on the available information the patient was not treated with this couch rotation position, thus there was no mistreatment. There was no product malfunction, mosaiq worked as designed and intended.